Manufacturer narrative:
It is believed that the occurrence of noise from the ivus system did not contribute to the pt's arrhythmia.

Event description:
It was reported that during intravascular ultrasound (ivus) imaging, a noise was noted from the system at the same time in which the image was lost, the EKG was erratic, and a self-limiting 1.5 min, arrhythmia occurred. A second imaging catheter was used to complete the procedure without complications.